Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had several pi events over the last few months. The treatment team stopped pt's lasix and instructed pt to increase her fluid intake. Treatment team also decreased the speed of the pump. When pt came in for her last clinic visit, the vad coordinator reported that p had >120 events in 24 hours including a couple of "low voltage" alarms, which the pt did not hear. The system controller was exchanged to a new system controller and no pi events were observed after the change. Additional information was received 20 days later advising that the pt had returned to the hospital for transplant work up. During echo, the pt's left ventricle (lv) was noted to be 9.6 mm. The lv size was 6.3 mm at time implant. The pt remained asymptomatic, however, the vad coordinator noted over 100 pi events in the pt's history. The speed was increased from 8400 rpm to 10000 rpm with the size of the lv 8 mm at 10k. An lv gram with contrast was done and reported that "the contrast was just swirling around in the lv". The pt underwent a pump exchange form one lvad to another lvad on (B)(6) 2012.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.